Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that the 62-year-old male patient on impella cp support developed gi bleed and gi was consulted. The plan was to scope the patient for source of bleeding. Two units of blood were transfused. It was further reported that suction events were noted overnight and impella was pulled back with echo guidance in the morning. There was no-good long-term options for the patient as substance abuse and noncompliance issues complicate advanced therapy strategy. The patient¿s family made decision to stop support, and donate organs. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.